Event description:
Physician and tech had a difficult time advancing the balloon over the wire during a procedure. There was unusual resistance as they attempted to advance. Physician decided to abort attempt and use new balloon. Tech and physician stated new device had no difficulty advancing over the wire. Device returned to rep by department manager.